Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: improper component placement additionally, according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, occlusion of the device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The physician intended to position the distal part of the trunk-ipsilateral leg component in the right common iliac artery. However, post deployment of the trunk-ipsilateral leg component, it was confirmed the distal part was in the right external artery, unintentionally covering the right internal iliac artery. The physician attempted to insert a guide wire between the endoprostheses and vessel wall to place coils in the right internal iliac artery but was unsuccessful. No further treatment was performed. At the conclusion of the procedure a type ii endoleak persisted. The patient tolerated the procedure. The procedure was concluded with no further adverse event reported and the patient tolerated the procedure.